Event description:
It was reported to boston scientific that during the placement of an ultraflex diamond biliary stent, the stent prematurely deployed "in the duodenum, in front of (the) papilla". The stent was removed; attempts to obtain additional information regarding how the procedure was completed were to no avail. There were no reported patient complications.

Manufacturer narrative:
The device has not been received. An evaluation has not been performed; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review is in progress; results will be provided in a follow-up medwatch report. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.